Manufacturer narrative:
Technical services evaluated the returned product and confirmed the image issue. The product was evaluated for the reported malfunction and the malfunction will be tracked and trended to determine any additional actions. Additional part used: gs avl/gvm monitor. Catalog: 0570-0338; sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a gs avl/gvm monitor, gs avl/gvm monitor, and single use blade, the system had a flickering image. A back-up device was reportedly used. A five minute delay in the procedure was noted. No harm to patient or user was reported.